Event description:
It was reported the (B)(6) surgical instrument's insulation pad on the distal end peeled off. The issue was found during a therapeutic procedure while the instrument was within the patient. The procedure was completed with an olympus back-up device. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data:d8, h2, h3, h6 the device was returned to olympus for inspection, and the reportable malfunction was confirmed.the surface of the grasping section was worn out and part of it had peeled off. Additionally, a part of the grasping section was deformed, based on the results of the investigation, the issue is attributed to wear of the component, however, a definitive root cause could not be established. It is likely the following led to the malfunction: the grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have been contributed to the worn out and partially peeled of the grasping surface. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: ¿ do not activate ultrasonic output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such a metal clips or other instruments (e.g., metal clips, uterine manipulators, or other instruments). Activate the probe only when tissue has been grasped. Do not apply the probe to the tissue with strong force, twist the probe while grasping tissue, or pull the probe up grasping tissue. Otherwise, the probe may become too hot and break before the generator gives a warning lamp/sound. ·before inserting the probe, open the control handle. Do not insert the probe into the handle while the control handle is closed (see figures 3.8 and 3.9). Otherwise, the grasping section and probe tip may contact each other and this could cause deformation or detachment of the grasping surface (white part) (see figures 3.8 and 3.9) ¿ make sure that the handle is securely connected to the transducer. Otherwise, it may cause heat when high-frequency current is activated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Upon follow up, it was reported the insulation pad detached but did not fall off within the patient's anatomy.